Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient¿s programs were not working as well anymore and requested reprogramming. The patient mentioned she thinks she has some more sciatic nerve damage (which she said was what ins was put in for). When asked the date she noticed this, patient said she had a heart attack in (B)(6) 2018, where they had to restart her heart, and mentioned the ins has been working "kinda erratically" since her heart attack. She then said that she went to the chiropractor in (B)(6), where they used an activator on her back and the patient said he hit something; "really sent a shock through my back right at the level of the implant," so she thought maybe he might have damaged something. The patient said that this has been going on since then. The patient was redirected to their healthcare provider (hcp). The patient mentioned that the ins is not helping her. Subsequently it was reported that patient has had terrible pain down her right leg for "probably 4 to 5 months." Patient said that she has 4 programs but none of them give her pain relief. Patient later reported she believes her pp isn't working correctly and stated it has been a couple of days. During the call it was discovered patient was likely referring to the audio being turned on. The patient was assisted in turning audio off. The patient added she recently had her stimulator adjusted and had the programming adjusted in a way she did not like. When she got home she resolved the issue herself by adjusting the stimulation with the patient programmer. Battery longevity information was reviewed. Patient later reported that she saw her "clinician" on monday and they added a new program. Patient stated that she felt fine after she left the clinician's office, but as she was driving down the street she got lost, noting that her "stimulation was so bad" and was messing up her "neuro system." Patient added that the highway patrol stopped her, and a family member picked her up. When she got home, patient says she started playing with the patient programmer and "got rid of the program" the clinician added, noting that her symptoms and "fuzzy thinking" cleared up. Beginning last night, patient states she has been trying to turn the ins off and says the patient programmer indicates that it is off, but she can still feel stimulation. The patient added that her programmer is currently showing ins is off, group d selected, with voltage set to 0. Patient decreased voltage to 0 for all remaining groups and says she can still feel the stimulation. The patient spoke on the phone with a manufacturer representative (rep) about this issue yesterday, but says the rep is 90 miles away from her and patient is hesitant to drive. Manufacturer representative (rep) reported she spent 30 minutes on the phone with the patient. The rep reported patient was experiencing a cognitive decline and has been having episodes of disorientation and confusion. The rep walked the patient through using her controller, which was responding accordingly. The patient was confused and had forgotten how to use it. There were no technical issues that the rep could discern, walking her through each and every screen on her controller over the phone. The representative reported that the stimulation did not affect her driving. The patient actually became disoriented and was found driving down the middle of the road several miles north of bismarck and was pulled over by the highway patrol and found to be very confused. Patient was planning on following up with her primary care physician to evaluate her new cognitive symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97740, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep provided patient programmer model number 97740. No further complications were reported/anticipated.